Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture visible in the battery comaprrtment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jan-2019 with the following findings: on investigation, moisture damage in the pump was confirmed due to leakage because of a damaged audio bolus button; the audio bolus button cover was torn allowing moisture in the pump. Investigation duplicated the complaint.